Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted in the bladder. According to the complainant, after the procedure, she experienced incontinence and erosion. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The upn and the device lot number are not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.